Event description:
The customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system leaked fluid onto the top of reagent cartridges and the reagent carousel cover of the instrument. The customer alleged erroneous results involving the creatinine assay were generated for 1 patient and provided the data verbally to bec. A review of the data provided by the customer confirmed that the results are within the precision claims of the assay and are not erroneous. There was no change or effect to patient treatment in connection with this event. No erroneous patient results were generated. The operator wore a laboratory coat, gloves and glasses while troubleshooting.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe b collar wash valve had failed, resulting in a leak. The fse replaced the collar wash valve to resolve the leak. (B)(4).